Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had irritation from the garment under the patient's left breast and on his back. The patient was given recommendations to help prevent irritation. Follow-up indicated that the rash was still present, but manageable with cream his physician allows him to use. The current medical condition of the irritation is unknown.